Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart mrx had an etco2 module failure resulting in the device being unable to acquire etco2 readings. There is no indication of patient involvement.